Event description:
During the follow-up of the device involved in this MDR report, the physician observed an abnormal decrease of the battery voltage.

Manufacturer narrative:
On (B)(4) 2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.